Manufacturer narrative:
Patient information was unavailable from the site. Device lot number, or serial number, unavailable. A manufacturer representative was able to go on site to evaluate the device. Functional and visual testing was conducted. Testing revealed that the network cable attached to the system was defective. The cable was replaced and a system checkout was successful.

Event description:
On (B)(6) 2017 (B)(4) (uf): medtronic received information regarding an imaging device during a sacroiliac and thoracolumbar procedure. It was reported intraoperatively that the device was unable to connect to three separate navigation devices. The site rebooted the device twice and used 2 different umbilical cables but was unable to resolve the issue. Surgical delay was less than one hour. There was no impact on patient outcome.